Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional product codes: hrs, hwc. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The complaint indicated that the device broke post-op requiring additional surgical intervention. A device history record review was performed for the complaint device: part: 02.124.411 / lot: 9478204, manufacturing location: (B)(4), manufacturing date: 26 may 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the va-lcp condylar plate 4.5/5.0, left, l 230mm broke post-operatively. Patient with pseudoarthrosis distal. Implant date was on (B)(6) 2016 and the explant date on (B)(6) 2016. Patient outcome is unknown. Procedure was completed successfully. This complaint involves 1 part. Concomitant part: screws (part # unknown / lot # unknown/ quantity # unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: item returned in a minigrip. The plate is broken in two pieces. The etched data are consistent with the complaint documentation. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The certificate of the raw material was reviewed, no anomaly found, the material was conforming to specification. The returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the hole number 2. The holes 1,3,4,5 were re-inspected; hole 1 could not be measured due to damaged, the other holes measured were found conforming to specification. The plate thickness and width were measured in different points of the plate and found in specification. Since the shaft and the holes are manufactured in the same production step, using the same program and tools (repeated features) it is possible to conclude that the plate was conforming to specifications. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint disposition is confirmed due to evidence that plate is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Patient weight reported as unknown and 83 kilograms on initial medwatch. Weight of (B)(6) kilograms is correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.